Manufacturer narrative:
Mhra adverse incident report reference no (B)(4); submitted to mhra (medicines and healthcare products regulatory agency) by the physician. The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a advantage fit system was implanted during a suburethral sling placement with anterior and posterior vaginal wall repair procedure performed on (B)(6) 2013. According to the complainant, after the procedure, the patient experienced pelvic pain. Cystoscopy and injection of tape will be performed to see if this will help cure the pain, with possible removal of the left side of the tape. Should additional information become available, a supplemental report will be submitted.